Event description:
It was reported that during use of the monitor on a patient a low oxygen saturation reading of 92% was displayed while multiple other monitors displayed 100%, and the unit did not alarm when the inaccurate readings occurred. It was also reported that the readings were 3¿5% off. Troubleshooting steps included swapping equipment to isolate the issue, replacing the sensor and cables, testing the device on a tester/testing device where it still read low/off. The device was pulled from use and another device was placed on the patient, and the patient was moved to another area of care with no further issues reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.